Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. No further information was provided by the customer. As of (B)(6) 2023, hmii lvas, serial number (B)(6), has not been returned for evaluation. If the device returns at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2017. The cause of death was unknown; however, the outcome was not thought to be device or therapy related.